Manufacturer narrative:
Review of production records revealed no abnormalities and no indication of material or manufacturing issues were found during the investigation.

Event description:
The patient returned approximately 3 weeks following surgery with dislocation of the shoulder. The surgeon revised the patient the following week and confirmed the poly was dissociated from the proximal humeral stem.